Event description:
It was reported that "pt was getting into a car and heard a popping noise. Xrays confirmed vitallium rod to be broken bi-laterally at multiple levels. One of the breaks occurred in the screw head. Xia was used."

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.